Event description:
It was reported that label error occurred before use with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter, "twisted label x1, dirty label x2, black spot x8." 11 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for twisted label, dirty label and black spots with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the black spots through CAPA#90580 and potential causes have been identified. As a result, corrective actions have been established. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred before use with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter, "twisted label x1, dirty label x2, black spot x8". 11 occurrences were reported.